Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid ¿ rx basket was used during a stone removal procedure. According to the complainant, during preparation, the side car-rx (guidewire lumen) was noted to have pushback when the package was opened. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.